Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 401 mg/dl at the time of incident. The customer stated that there blood glucose was in the range of 300 mg/dl to 400 mg/dl. Customer treated with insulin pump and manual injection. The customer has been using the insulin pump within the 48 hours of reported high blood glucose event. The customer stated that they did not allege insulin pump was under delivering. The customer stated that they were not using the auto mode feature. The customer stated that insulin exited at quick release. The insulin pump will not be returned for analysis.